Event description:
Customer reported during patient transport the o2 manifold leaked from the wall hose when the wall hose was disconnected and the tanks were on. The ventilator alarmed when this occurred. There was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.